Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. In 2005, the target lesions (both heavily calcified) were located in the left main (lm) artery and the diagonal artery. The lm was implanted with a 3.5 x 12 mm vision stent. The diagonal artery was then predilated with a 2.5 x 15 mm balloon (unk type). The taxus express2 2.5 x 15 mm drug eluting stent was unable to be passed to the target lesion. The physician decided to remove the stent. Upon withdrawal, the stent hooked on the guide catheter. When the stent was attempted to be pulled in through the guide catheter, the stent was stripped off the balloon and it embolized in the lm. The physician tried to pass a wire along side the stent, but was unsuccessful. The stent remained in the pt as the pt was in satisfactory condition. The 2nd day the pt was returned to the cardiac catheterization lab. The physician went back in with another taxus stent (unk size) and compressed the embolized stent up against the device; the problem was with the technique used. The pt is reported to be doing fine.